Event description:
Consumer reports needing medical attention due to rash consumer got after wearing one of the braces. Consumer didn't realize the the brace contained latex (didn't notice the warning on the package). Consumer has a high sensitivity to latex. Went to their doctor where consumer received a perscription cream for dermatitis.